Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During the index procedure two resolute onyx des were used to treat the lad. 5 days post procedure patient suffered stroke. No action was taken. Patient is recovering. Investigator and sponsor assessed the event as unlikely related to the device and anti-platelet medication.

Manufacturer narrative:
Clinically driven revasc performed on the (B)(6) 2019- rca lesion (non target vessel). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The investigator assessed the event as not related to the index device or anti-platelet. If information is provided in the future, a supplemental report will be issued.